Manufacturer narrative:
The cartridge instructions for use state: replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 600 mg/dl. The ketone level was high (considered as being dangerous). The infusion set site was changed. An insulin injection was administered and a bolus was delivered. The customer was admitted to the hospital for diabetic ketoacidosis (dka) on (B)(6) 2017 and was treated with an insulin drip. The high bg and dka were resolved. The customer's discharge date was not provided. During troubleshooting, air bubbles were observed and the contact was instructed to prime out the bubbles. The contact smelled insulin; however, did not notice any leakage. Reportedly, humalog was used in the cartridge for 3-4 days. Tandem technical support informed the contact that humalog was labeled for 48 hours use with the cartridge.